Event description:
It was observed that during the device inspection, the video system center exhibited the scope connector would not latch and lock. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that it could not be fixed properly due to lock lever failure of the video connector. Olympus will continue to monitor field performance for this device.